Event description:
It was reported that the patient experienced pain at the spinal cord stimulation implantable pulse generator (ipg) site. The patient underwent a procedure where the ipg was repositioned to a new pocket site below the previous pocket. The patient was doing well postoperatively. The device will not be returned as it remains implanted in the patient.